Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead measured high impedance on the superior vena cava (svc) coil. Varied svc impedance measurements were also noted. The alert was turned off. The lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.